Event description:
Additional information received indicated the right ventricular (rv) was fully extracted during a generator upgrade procedure. The patient is recovering.

Event description:
Additional information received indicated that the right ventricular (rv) lead was also fractured.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had high defibrillation impedance. It was discovered that the rv lead had externalized conductors via fluoroscopy. The patient was asymptomatic. The rv lead was capped and a new rv lead was successfully implanted on (B)(6) 2021. The patient was stable throughout the procedure.